Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's oxygen blending module board was replaced to address the issue. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue. In addition of the above evaluation, the device's trilogyo2 pm1 kit, exhaust fan assembly, stirring fan foam, motor blower assembly, 43micron filter due to prevent failure. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked.